Event description:
It was reported that the customer being hospitalized for high blood glucose. The blood glucose reading was 232 mg/dl at time of the call. Troubleshooting was performed basal rates and settings in the insulin pump were correct. Ran a high pressure test and passed. No further info was provided."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.